Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that it was not possible to connect to the scope. It was found that the equipment tab was not on and the scope was not loaded. Once the equipment tab and the scope were added, the issue resolved. The manufacturer representative set-up the machine so that the equipment tab was enabled every time and educated the site to make sure the scope was loaded for the cases using it. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial tumor procedure. It was reported that while trying to set-up for a case, the microscope was not communicating. Microscope navigation was not crucial to the case so the site continued navigation without it. There was no reported impact to patient outcome and no reported surgical delay.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. It was reported that the behavior described was the intended behavior of the software. If information is provided in the future, a supplemental report will be issued.